Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a right inguinal hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this event, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.